Event description:
The tech alleged the head end brake casters move if the bed is pushed while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters and supports to resolve the issue.